Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data available in the data management system (dms), escalation analysis indicated that the system was working within expectations. Overall, bg values meet the sg trends well, with occasional differences due to lag between sg and bg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. Customer care recommended the user to continue using the system and to enter calibrations when glucose trends were not changing rapidly and to enter only blood glucose meter values obtained via fingerstick when calibrating, as use of estimated values or other sources may affect system performance. A firmware update was available at the time of the interaction; therefore, as a proactive troubleshooting measure, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. The user was advised to call back if the issue persists for further troubleshooting. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.